Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside of the housing and the bladder did not inflate. This was observed during device filling with saline using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 (update codes), h11. H4: the lot was manufactured between february 13-15, 2024. H11: the device was received for evaluation. Visual inspection was performed, and fluid was noted inside the housing which indicated a leak had occurred. Further examination revealed the cause of leak inside the housing was due to missing film-wrap located at the upper part of the bladder. The purpose of the film-wrap is to seal the bladder to the stress-member. When the film-wrap is missing, liquid leaks inside the housing during fill and the bladder would not inflate. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.